Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator was noted to be in back-up. The device download was performed successfully. The patient was uncomfortable before and after the event. It was unknown if it was because of the back-up function.